Event description:
During a procedure a intellanav stablepoint open-irrigated was selected for use. The irrigated tube was broken. An exchange of the device resolved the issue. The procedure was completed without any patient complications.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from luer fitting at the adhesive joint. Images of the device has also been provided from the field, which also confirmed the complete separation. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
During a procedure a intellanav stablepoint open-irrigated was selected for use. The irrigated tube was broken. An exchange of the device resolved the issue. The procedure was completed without any patient complications.